Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 50717071) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia, nickel sensitivity, dizziness, nausea, hair loss, fatigue, depression and abnormal uterine bleeding. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleed"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), headache ("headaches"), adnexa uteri pain ("ovarian pain"), abdominal injury ("abdominal wall damage") and polymenorrhoea ("short period"). The patient was treated with surgery (hysterectomy total laparoscopic,bilateral salpingectomy laparoscopic cystoscopy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain, back pain, heavy menstrual bleeding, fatigue, headache, adnexa uteri pain, abdominal injury and polymenorrhoea outcome was unknown. The reporter considered abdominal injury, abdominal pain, adnexa uteri pain, back pain, dysmenorrhoea, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, pelvic pain and polymenorrhoea to be related to essure. The reporter commented: essure insertion date provided in pif : (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: unknown. Ultrasound pelvis - on (B)(6) 2021: impression: bilateral essure devices. Lot number: 50717071, manufacture date: 2013-02, expiration date: 2016-02. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 8-jun-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. 50717071) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included menorrhagia, nickel sensitivity, dizziness, nausea, hair loss, fatigue, depression and abnormal uterine bleeding. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleed"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), headache ("headaches"), adnexa uteri pain ("ovarian pain"), abdominal injury ("abdominal wall damage") and polymenorrhoea ("short period"). The patient was treated with surgery (hysterectomy total laparoscopic, bilateral salpingectomy laparoscopic cystoscopy). Essure was removed on (B)(6) 2021. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain, back pain, heavy menstrual bleeding, fatigue, headache, adnexa uteri pain, abdominal injury and polymenorrhoea outcome was unknown. The reporter considered abdominal injury, abdominal pain, adnexa uteri pain, back pain, dysmenorrhoea, fatigue, genital haemorrhage, headache, heavy menstrual bleeding, pelvic pain and polymenorrhoea to be related to essure. The reporter commented: essure insertion date provided in pif: (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: unknown. Ultrasound pelvis - on (B)(6) 2021: impression: bilateral essure devices. Most recent follow-up information incorporated above includes: on 26-may-2021: medical record received: reporter, lot number, medical history and essure removal details added. Previously reported even pelvic pain updated to serious incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.